Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, it was observed that the device's internal battery was unable to hold a charge. The device's internal battery was replaced to address the issue. Additionally, the inlet air path assembly and removable air path foam were replaced per remediation. The device passed all final testing.